Event description:
This is a spontaneous report by a consumer with a supplemental information provided by a physician from (B)(6) of a break in aseptic technique and peritonitis coincident with dianeal therapy. On an unreported date, the patient experienced a break in aseptic technique (details not provided). On (B)(6) 2013, the patient experienced peritonitis manifested by cloudy effluent with fibrin, fever, and abdominal pain. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2013, the patient was treated with cefazolin (250mg, once daily, route not reported) and gentamycin (80mg, once daily, route not reported). The outcome of this peritonitis event was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a breach in aseptic technique, causing peritonitis; however, the assignable cause could not be determined since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If relevant additional information becomes available, a follow up report will be submitted.